Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light and is beeping.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the (B)(6) 2013 and passed self-tests up to the (B)(6) 2014. The device records multiple occasions when the temperature is recorded below the minimum recommended temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2014 and the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device, the device failed to power on however the red status led and failure chirp were present. This would confirm the reported fault. A test pad-pak was inserted and passed a self-test. Investigation found the reported fault can be attributed to the pad-pak being depleted beyond functional use, this resulted in the device displaying a flashing red status led and failure chirp. This confirms the reported fault. The device was stored in a location where it is exposed to adverse conditions with temperatures as low as minus 20 degrees celsius being recorded. The device failed a self-test due to a low battery and it remained in fault mode which depleted the battery further.